Event description:
Rptr faxed a type 1 complaint this morning involving a tip of an electrocautery device which broke off during shoulder surgery. The device is a single use disposable acromioplasty electrode manufactured by linvatec corp, largo fl. The complainant reports they had a similar incident before with the same device. The tip was not recoverable in the latest incident. The complainant reports contacting the firm, and has suspended use of the device until disposition instructions from rptr. Rptr will submit a medwatch report. Stock on hand includes 4 lots.